Event description:
Information received from the field notes that the patient had a history of chest pains. The patient came in for a check-up after lifting a heavy object. The device could not be interrogated and there was no output or telemetry.